Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had bladder pain/was hurting and had to use their catheter twice. The issue was not resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the need to catheter is a pre-existing condition and a standard of care for the patient. It was noted that the system error message and inability to increase was due to the controller meeting the limit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.